Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels (48 mg/dl). Reportedly, customer delivers a bolus to cover their lunch meal, however, they don't end up eating their full meal. Customer consumed carbohydrates and stopped their basal rate to stabilize blood glucose level.